Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1997, (B)(6) 2008, (B)(6) 2011), ectopic pregnancy in 2006 and anemia. Concurrent conditions included condom (birth control), body mass index normal, irritable bowel syndrome and malaise. Family history included hypertension. Concomitant products included ibuprofen (motrin) since 2011 and vicodin (norco) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea(cramping)"), abdominal pain ("severe abdominal pain/abdominal pain/ abdomen (severe, constant)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to moderate)"), decreased appetite ("loss of appetite"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle"), weight decreased ("weight loss"), alopecia ("hair loss") and abdominal pain upper ("gastrointestinal or digestive system condition- stomach pain (severe)"). In 2012, the patient experienced back pain ("severe back pain / pain"), depression ("depression") with fatigue, migraine ("severe migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations"). The patient was treated with iron and surgery (possible lavh with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, depression, dyspareunia, decreased appetite and menorrhagia had resolved and the dysmenorrhoea, weight fluctuation, migraine, vaginal haemorrhage, weight decreased, headache, nausea, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, decreased appetite, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: the essure coils were removed completely in combination with the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. On (B)(6) 2017 patient had surgical pathology report resulted in essure coil, right fallopian tube, removal: essure coil (gross diagnosis). Essure coil, left fallopian tube, removal: essure coil (gross diagnosis). Bilateral fallopian tubes, salpingectomy: two segments of fallopian tubes, completely transected, with mild chronic salpingitis. Received fresh, labeled "right coil," are two irregular, coiled fragments of gray metal, measuring 6.3 and 4.3 cm in length by diameters of 0.1 and 0.3 cm. Minimal tissue is present. Gross only. The specimen is to be released to the patient, per her request. Received fresh, labeled "left coil," are two irregular, coiled fragments of gray metal, measuring 14.2 and 1.7 cm in length by diameters of 0.1 and 0.3 cm. Minimal tissue is present. Gross only. The specimen is to be released to the patient, per her request. Received fresh, labeled "left and right bilateral fallopian tubes, are two segments of tan to pink fallopian tubes with fimbria. The tubes are not oriented as to right and left. The longer tube measures 6.1 cm in length by an average diameter of 0.4 cm. The shorter tube measures 5.5 cm in length by an average diameter of 0.5. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs+mr received, case became incident in follow up. Medically confirmed reporter added, patient historical condition,concomitant drug added, lab data added, indication updated, event added as follows:-pelvic pain,decreased appetite, vaginal haemorrhage, menorrhagia, weight decreased, headache, nausea, alopecia, abdominal pain upper.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only on 16-feb-2018: no new information added incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a 34-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2006, multigravida, parity 3 ((B)(6) 1997, (B)(6) 2008, (B)(6) 2011), anemia, abdominal pain, weight loss, fatigue and nausea. Concurrent conditions included female condom (birth control), body mass index normal, irritable bowel syndrome and malaise. Family history included hypertension. Concomitant products included since 2011 and hydrocodone bitartrate;paracetamol (norco) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition- stomach pain (severe)"). In (B)(6) 2011, the patient experienced decreased appetite ("loss of appetite"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea(cramping)"), abdominal pain ("severe abdominal pain/abdominal pain/ abdomen (severe, constant)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to moderate)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle"). In (B)(6) 2012, the patient experienced back pain ("severe back pain / pain"), depression ("depression") with fatigue, migraine ("severe migraine/headache"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuations"). The patient was treated with iron and surgery (possible lavh with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, depression, dyspareunia, decreased appetite and menorrhagia had resolved and the dysmenorrhoea, weight fluctuation, migraine, vaginal haemorrhage, weight decreased, headache, nausea, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, decreased appetite, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: the essure coils were removed completely in combination with the fallopian tubes. On (B)(6) 2017 patient had surgical pathology report resulted in a. Essure coil, right fallopian tube, removal: essure coil (gross diagnosis). B. Essure coil, left fallopian tube, removal: essure coil (gross diagnosis). C. Bilateral fallopian tubes, salpingectomy: two segments of fallopian tubes, completely transected, with mild chronic salpingitis. A - received fresh, labeled "right coil," are two irregular, coiled fragments of gray metal, measuring 6.3 and 4.3 cm in length by diameters of 0.1 and 0.3 cm. Minimal tissue is present. Gross only. The specimen is to be released to the patient, per her request. B - received fresh, labeled "left coil," are two irregular, coiled fragments of gray metal, measuring 14.2 and 1.7 cm in length by diameters of 0.1 and 0.3 cm. Minimal tissue is present. Gross only. The specimen is to be released to the patient, per her request. C - received fresh, labeled "left and right bilateral fallopian tubes, are two segments of tan to pink fallopian tubes with fimbria. The tubes are not oriented as to right and left. The longer tube measures 6.1 cm in length by an average diameter of 0.4 cm. The shorter tube measures 5.5 cm in length by an average diameter of 0.5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet received. Essure lot number received. Lab data added. Event onset dates added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a 34-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2006, multigravida, parity 3 ((B)(6) 1997, (B)(6) 2008, (B)(6) 2011), anemia, abdominal pain, weight loss, fatigue and nausea. Concurrent conditions included female condom (birth control), body mass index normal, irritable bowel syndrome and malaise. Family history included hypertension. Concomitant products included since 2011 and hydrocodone bitartrate;paracetamol (norco) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition- stomach pain (severe)"). In (B)(6) 2011, the patient experienced decreased appetite ("loss of appetite"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea(cramping)"), abdominal pain ("severe abdominal pain/abdominal pain/ abdomen (severe, constant)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to moderate)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle"). In august 2012, the patient experienced back pain ("severe back pain / pain"), depression ("depression") with fatigue, migraine ("severe migraine/headache"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuations"). The patient was treated with iron and surgery (possible lavh with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, depression, dyspareunia, decreased appetite and menorrhagia had resolved and the dysmenorrhoea, weight fluctuation, migraine, vaginal haemorrhage, weight decreased, headache, nausea, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, decreased appetite, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: the essure coils were removed completely in combination with the fallopian tubes. On (B)(6) 2017 patient had surgical pathology report resulted in a. Essure coil, right fallopian tube, removal: essure coil (gross diagnosis) b. Essure coil, left fallopian tube, removal: essure coil (gross diagnosis) c. Bilateral fallopian tubes, salpingectomy: two segments of fallopian tubes, completely transected, with mild chronic salpingitis. A - received fresh, labeled "right coil," are two irregular, coiled fragments of gray metal, measuring 6.3 and 4.3 cm in length by diameters of 0.1 and 0.3 cm. Minimal tissue is present. Gross only. The specimen is to be released to the patient, per her request. B - received fresh, labeled "left coil," are two irregular, coiled fragments of gray metal, measuring 14.2 and 1.7 cm in length by diameters of 0.1 and 0.3 cm. Minimal tissue is present. Gross only. The specimen is to be released to the patient, per her request. C - received fresh, labeled "left and right bilateral fallopian tubes, are two segments of tan to pink fallopian tubes with fimbria. The tubes are not oriented as to right and left. The longer tube measures 6.1 cm in length by an average diameter of 0.4 cm. The shorter tube measures 5.5 cm in length by an average diameter of 0.5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: bilateral essure inserts with tubal patency on the left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: gastroesophageal reflux with a small hiatal hernia, pain in legs when walking like arthritis, anorexia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, decreased appetite, alopecia, nausea, abdominal pain, pelvic pain, lower abdominal pain, weight decreased, menorrhagia, dysmenorrhoea. Lot number: 50512943, manufacturing date:2010/06, expiration date:2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a 34-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2006, multigravida, parity 3 ((B)(6) 1997, (B)(6) 2008, (B)(6) 2011), anemia, abdominal pain, weight loss, fatigue and nausea. Concurrent conditions included female condom (birth control), body mass index normal, irritable bowel syndrome and malaise. Family history included hypertension. Concomitant products included since 2011 and hydrocodone bitartrate;paracetamol (norco) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain upper ("gastrointestinal or digestive system condition- stomach pain (severe)"). In (B)(6) 2011, the patient experienced decreased appetite ("loss of appetite"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea(cramping)"), abdominal pain ("severe abdominal pain/abdominal pain/ abdomen (severe, constant)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to moderate)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstrual cycle"). In (B)(6) 2012, the patient experienced back pain ("severe back pain / pain"), depression ("depression") with fatigue, migraine ("severe migraine/headache"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuations"). The patient was treated with iron and surgery (possible lavh with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, depression, dyspareunia, decreased appetite, menorrhagia, nausea and abdominal pain upper had resolved, the dysmenorrhoea, weight fluctuation, migraine, vaginal haemorrhage and headache outcome was unknown and the weight decreased and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, decreased appetite, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: the essure coils were removed completely in combination with the fallopian tubes. On (B)(6) 2017 patient had surgical pathology report resulted in a. Essure coil, right fallopian tube, removal: essure coil (gross diagnosis) b. Essure coil, left fallopian tube, removal: essure coil (gross diagnosis) c. Bilateral fallopian tubes, salpingectomy: two segments of fallopian tubes, completely transected, with mild chronic salpingitis. A - received fresh, labeled "right coil," are two irregular, coiled fragments of gray metal, measuring 6.3 and 4.3 cm in length by diameters of 0.1 and 0.3 cm. Minimal tissue is present. Gross only. The specimen is to be released to the patient, per her request. B - received fresh, labeled "left coil," are two irregular, coiled fragments of gray metal, measuring 14.2 and 1.7 cm in length by diameters of 0.1 and 0.3 cm. Minimal tissue is present. Gross only. The specimen is to be released to the patient, per her request. C - received fresh, labeled "left and right bilateral fallopian tubes, are two segments of tan to pink fallopian tubes with fimbria. The tubes are not oriented as to right and left. The longer tube measures 6.1 cm in length by an average diameter of 0.4 cm. The shorter tube measures 5.5 cm in length by an average diameter of 0.5 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: bilateral essure inserts with tubal patency on the left.; on (B)(6) 2011: results: total bilateral occlusion. Lot number: 50512943 manufacturing date:2010/06 expiration date: 2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received: outcome of the previously reported event- hair loss, nausea, stomach pain, weight loss were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.